Event description:
It was reported by the system longevity study that the threshold on the left ventricular (lv) lead was high at implant and continued to rise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.